Event description:
Boston scientific received information that the patient underwent an av nodal ablation during the attempted implant of this pacemaker. During the ablation, oversensing of noise from electrocautery was observed resulting in pacing inhibition. During the implant procedure, the right ventricular (rv) lead was repositioned and connected to the device several times, however, the set screw came out of the header with the torque wrench. No excessive force was applied. This device was removed and another pacemaker was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.